Manufacturer narrative:
The device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device disposition unknown.

Event description:
It was reported that patient (B)(6) underwent a revision surgery seven years after primary study surgery due to instability/dislocation. "There was also loosening of the prosthesis, rotator cuff insufficiency, poly wear, and the patient had pain." "Aequalis reversed ii glenosphere was removed, as well as aequalis ascend flex reversed insert and tray. Insert was replaced to 42+9a; the tray was replaced to a high+0."" The aequalis ascend flex stem and the aequalis reversed ii baseplate were retained from previous surgery.

Manufacturer narrative:
The device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device disposition unknown.

Event description:
It was reported that patient (B)(6) underwent a revision surgery seven years after primary study surgery due to instability/dislocation. "There was also loosening of the prosthesis, rotator cuff insufficiency, poly wear, and the patient had pain." "Aequalis reversed ii glenosphere was removed, as well as aequalis ascend flex reversed insert and tray. Insert was replaced to 42+9a; the tray was replaced to a high+0."" The aequalis ascend flex stem and the aequalis reversed ii baseplate were retained from previous surgery.